Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colorectal procedure, the surgeon was not able to fire the reload. The surgeon was able to press the green button but could not squeeze the handle. The surgeon replaced the device to resolve the issue. No patient injury.